Event description:
Customer reports drawer on pyxis anesthesia system failed. No patient harm or no patient present.

Manufacturer narrative:
(B)(4), additional data/failure investigation: field service technician investigation discovered physical item obstruction causing drawer failure.